Manufacturer narrative:
The customer reported that they will not return the defective part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed motor fault while on a patient. The patient was being transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.